Manufacturer narrative:
Received one used 146870489 primary plum set for inspection. As received, the tubing on set was ruptured and flared. This type of tubing damage is consistent with a high pressure injection during use. The dfu states: caution: not for high pressure infusion. The reported complaint can be confirmed. The probable cause is due to a high pressure injection on a device that is not rated for high pressure during use. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved an ext set 7in clv sl where it was reported that the tubing burst during contrast injection in CT scan. These loops were used for high pressure injection. The product was connected to patient and CT injector was connected to luer lock port. Due to the event the scans had poor images due to insufficient contrast. There was patient involvement and no patient harm. Two devices were returned for investigation. This captures the second of two devices returned.